Event description:
Caller stated that they have been using the lifescan one touch delica plus extra fine lancet since (B)(6) 2022. The tip of the cap needle falls off during use. The needle is slanted instead of straight up. In a box of 100 so far they found three defective lancets. Mw5115103, mw5115104.